Event description:
It was reported that 1.5 hours into a da vinci s hysterectomy procedure, while dissecting tissue, the surgical staff noticed the tip of the monopolar curved scissors instrument to be missing. It was determined that the missing piece broke off the instrument and a fragment fell into the patient. The broken piece was retrieved and the planned surgical procedure was successfully completed. No patient harm, adverse outcome or injury was reported by this account.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed one scissor blade (left grip) was returned detached from the instrument. The blade fracture is located at the cross section of the grip cable crimp. Half of the cable crimp is exposed and the fracture plane of blade is nearly straight. No other damage found.